Event description:
It was reported that the customer was hospitalized in (B)(6) 2014 for 4 days due to diabetic ketoacidosis. Customer's blood glucose levels at the time of hospitalization over 600mg/dl. It was not stated if the customer was wearing the insulin pump during the hospitalization. Customer stated that the issue may have been gastroparesis. No additional information was provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.